Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to this. Information about whether the customer's blood glucose level exceeded 500 mg/dl was unknown or the caller declined to answer. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur.